Event description:
A customer reported that during a procedure, no vacuum was experienced during I/a (irrigation and aspiration) mode. The case was completed following a delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem of no vacuum during I/a. The customer provided the company representative the handpieces and tip that had been unable to build vacuum. Upon inspection the handpiece tip was bent and dented along the cannula. The company representative was unable to build vacuum using the handpiece, and instructed the customer to inspect remaining handpieces for damage and remove them from circulation. The company representative replaced the hub roller to reduce noise coming from the pump. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was attributed to a non-system component, a bent handpiece tip. (B)(4).